Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell due to syncope and was found in a hypothermic state. The patient was admitted to an orthopedic floor for their injuries. There was suspected loss of cardiac resynchronization therapy defibrillator (crt-d) function related to the device having reached end of service (eos). No arrhythmic episodes had been recorded and no high voltage therapies had been delivered and current device measurements appeared to be within normal limits. The device was explanted and replaced. No further patient complications have been reported as a result of this event.